Event description:
It was reported that upon interrogation prior to a generator change out procedure, the atrial lead exhibited high thresholds. The lead was capped and replaced. The patient was stable during and following the procedure.

Manufacturer narrative:
(B)(4).